Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient injected with 1 syringe of juvéderm voluma® xc in the cheeks. A month later, the patient's lips were swollen and 2 nodules formed. Event noted as "inflammatory nodule." The patient is being managed with steroids. Kenalog/hylenex injected into nodule and a medrol dose pack was also provided. Symptoms resolved the following month.